Event description:
Now learned that the graft was implanted for an axilla-femoral bypass procedure and leaked approximately 200mls of blood. The leakage was stopped by reclamping the graft, allowing it to clot. The graft was left in. The pt had edema and redness for approximately 4 to 5 days following the surgery.